Event description:
Reporter indicated a vns pt was having a recent increase in breakthrough seizures possibly related to stress. Prophylactic vns generator replacement surgery is planned. A battery estimate performed revealed the generator is likely nearing end of service. Attempts for further info are in progress.